Event description:
Patient dropped cadd ms-3 pump in the sink with water, when she puts the cartridge in the pump shows no cartridge. She did not have the serial number as she was not at home. Her other pump is working fine and she did not miss any therapy. She will return the malfunctioning pump. Patient switched to her back-up pump and did not experience any adverse events. Replacement pump was sent to arrive on 12/15. Followed up - damaged pump was returned already. Pt could not provide serial number. Dose or amount: remodulin 86 ng/kg/min. Frequency: continuously. Route: subcutaneously. Dates of use: from (B)(6) 2017 to present. Diagnosis or reason for use: i27.0 primary pulmonary hypertension.